Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. (B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. The following day the patient suffered a myocardial infarction (mi). It is unknown if the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Note: event date - only month and year valid. (B)(4). Results: inherent risk of procedure (hemorrhage).

Event description:
Patient suffered from a gi bleed event 12 months from the index procedure. Patient was taking asa at time of event. Clopidogrel was stopped 8 months earlier per protocol. Investigator indicated that the reported event was not related to the study device.